Manufacturer narrative:
A ge rep evaluated the system, and replaced the x-ray tube, fluoro functions board, and ps1 power supply. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the system is displaying a low ma error message, making popping noises, and not displaying an image. No pt injury reported.